Manufacturer narrative:
(B)(4). Additional information: latch post. Photographic analysis: based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip. The analysis results of the er320 device was returned in good visual condition. A bag with three unformed clips was received along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when pulling the trigger, the device was ejecting clips that were unformed. Ejected clips fell into the patient and were retrieved. On some firings, the clips did not close completely and would not stay on tissue. The customer noted that the clips looked sideways/crooked when advancing into the jaws. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).